Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing multiple occlusion alerts while using the infusion sets. The user stated that no issues were observed with the infusion set or cartridge, but the connectors were reported as difficult to twist in and out of the pump. The user' blood glucose was 401 mg/dl, and the patient treated with insulin injections.